Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic after their pacemaker was found in backup vvi mode. It was suspected to be due to event queue overflow. The device was able to be restored to its original settings and patient was stable after the event.